Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.50/3.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to a lens tear/break during loading. There was patient contact, but no patient injury. On (B)(6) 2023, the replacement lens was implanted and the problem was resolved. The reporter stated, "eye is well, best corrected is achieved." The problem was resolved. Cause of the event is unknown. Reportedly, "the lens was loaded correctly but it seems that the foam tip plunger caught a haptic and tear it during the injection of the lens."